Manufacturer narrative:
The following products have been used in the surgery: part# g7752529; lot#0432077w; qty# 1. Part# g7752529; lot#0730718w; qty# 1. This part is not approved for use in the us, however a like device with part# 6950315, 510k# k052180 and upn (B)(4) is approved for market in the us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior cervical fixation at c2/7 due to cervical spondylotic myelopathy. Intra-operatively,the locking set screws could not be placed. The crosslink placement was stopped. There was a delay of less than 60 min in overall procedure time as a result of this event. No patient complications were reported.